Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d3 d6b h6.

Event description:
Healthcare professional further reported left "ruptured" device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, h6.

Event description:
Healthcare professional reported "fluid around her implant". Later, healthcare professional reported "implant removal from textured to smooth due to the concerns of the product and rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "fluid around her implant". Later, healthcare professional reported "bilateral implant removal from textured to smooth due to the concerns of the product". This record is for the left side. Device remains implanted.